Event description:
Additional information was received from the healthcare provider. They reported the implantation session was uneventful and the device worked successfully for the patient. The patient had a history of sever diarrhea lasting for weeks and hospitalization and the problem started afterwards. It was concluded that the increased motility of the bowel loops during the long lasting diarrhea had been the main reason the leads migrated.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# unknown. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article. Event: it was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products:product ID 3889-28 lot# unknown serial# product type lead . Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Sharifiaghdas f, ahmadzade m, rouientan h. A case report of sacral neuromodulation tined lead migration into the rectum. Clin case rep. 2023. 11:e06843. Doi: 10.1002/ccr3.6843 summary: this report describes a 26-year-old woman who underwent sacral neuromodulation explant following lead migration and rectal wall penetration. Her device was implanted due to persistent urinary retention. The tined lead wire was dissected to the fascia and cut. The rectal part of the lead was removed with gentle traction.   Reported event:  a 26-year-old woman underwent implantation of the tined lead and interstim device due to persistent urinary retention, self-clean intermittent catheterization, and frequent urinary infections. 15 months after implant she presented with a complaint of feeling a foreign body in the rectal canal. She also reported severe diarrhea and gastroenteritis for 3 weeks which was treated by hospitalization and intravenous and oral medications. Upon clinical examination, the patient's general condition was good, there was no evidence of fever or peritonitis. In the rectal examination, the lead was touched inside the anal canal, and migration was evident upon pelvic x-rays. A CT of the pelvis was performed and indicated penetration of the tined lead into the rectal lumen and proper positioning of the implanted pulse generator (ipg). The device was removed. And patient received prophylactic antibiotics. After a week of observation there were no symptoms of peritonitis or fever. At 6 week follow-up, patient's general condition was good, with no problem at the surgical site, and micturition was preserved without any significant postvoid residue; thus reimplantation of the device was not justified.